Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9233146. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system there was a damaged or open unit package. The following information was provided by the initial reporter. The customer stated: "the nurse found the package of the closed intravenous indwelling needle for preventing needlestick injury was damaged."